Event description:
The customer reported an employee who experienced hydrogen peroxide contact on the left side of her palm. The employee who handling a load from a cancelled cycle without wearing gloves. The employee reported that the contact site turned white and felt tingly. The employee rinsed the contact area with water for 15 minutes. The employee did not seek medical attention or require treatment. The user's guide was reviewed with the customer to instruct her to wear appropriate ppe when handling items from a cancelled cycle.

Manufacturer narrative:
(Other, skin contact).